Event description:
The preoperative diagnosis was right mid ureteral stone with severe colic. During cystoscopy with a retrograde stent placement, the ureteral access catheter broke into three pieces, all of which were recovered from the bladder. A new access catheter was given to the sterile field and the case was completed without incident.